Manufacturer narrative:
Batch review performed on 16 august 2019: lot 177700: (B)(4) items manufactured and released on 09-apr-2018. Expiration date: 2023-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Additional implant involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721), lot. 186971. Batch review performed on 16 august 2019: lot 186971: (B)(4) items manufactured and released on 19-oct-2018. Expiration date: 2023-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed one month after the primary due to signs of an infection (the pathogen is unknown). The surgeon revised the head and liner successfully.